Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had no vibration. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver was charged and will boot. The receiver data log was downloaded and reviewed, and no issues were observed related to the complaint. A global receiver functional test was performed and the receiver failed the vibrator test. A manual "try-it" test was performed and failed. The receiver was opened for further evaluation. An internal visual inspection was performed and passed the vibrator resistance was measured and passed. The reported event of no vibration was not confirmed. A probable cause could not be determined.